Manufacturer narrative:
Other, other text: this MDR was generated under (B)(4), as a result of warning letter (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was returned for analysis and has been evaluated. The returned device consisted of two items. The samples were visually inspected at a distance of 12? To 16? Under normal conditions of illumination. The samples were received with the arch height pump tube too low almost flat and observed to be misaligned. One of the item was received with anti-siphon valve (asv) with a crack around it and the other item had the clamp closed which caused several kinks on the tube. An accuracy testing was attempted on one of the item; however, it was not possible as the (asv) was broken and the connector could not be manipulated. An accuracy test was performed on the second item and the result failed. The root cause of the reported event was due to manufacturing. Based on visual inspection of the returned items, the issue was that the pump tube arch height was too low.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd yellow striped administration set did not deliver the expected volume. It was reported that the observed volume per bolus was 3ml instead of the 8ml it was programmed to. Per reporter, user was instructed to test new tubing prior to connection to assure volume delivery accuracy. No adverse patient effects were reported.